Event description:
It was reported that the one way valve used during an open heart procedure, allowed air into aortic vent while pt was on bypass.

Manufacturer narrative:
It was reported the incident occurred during an open heart procedure. The one-way valve was being used while the pt was on the bypass machine. During the procedure, air entered into the aortic valve. The or manager confirmed the pt was stable and suffered no known adverse affects as a result. As of this time, the valve has been retained by the facility. A root cause has not been identified. It has not yet been determined that an actual malfunction had occurred. Terumo, the manufacturer, has been notified of this incident and the investigation has been transferred to them. They are working directly with the account and the perfusionist involved with the case.